Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, the patient's level of consciousness was slow to recover. The patient's upper right lower limb did not move. An examination was performed that revealed a left anterior cerebral artery occlusion, and a left bundle branch block (lbbb) occurred. The indication for tissue plasminogen activator (tpa) was considered, however, administration was postponed due to "aptt" extension. Percutaneous thrombus collection therapy was performed. Following the procedure, multiple cerebral infarctions were observed despite improvement of the left anterior cerebral artery. Dysarthria and paralysis were improving, and the patient was subsequently transferred to rehabilitation. 6 days following the implant of the valve, an echocardiogram was performed that revealed a pseudoaneurysm and hematoma of the left groin. Pressure was applied using a probe for 30 minutes. Hemostasis could not be achieved. Pressure was continued but the bleeding did not stop. 200 units of thrombin were administered and hemostasis was successful. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.